Manufacturer narrative:
(B)(4) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Surrenalectomie laparoscopy - "jaw got stucked on venal vein after the cut." Patient status - "na"

Manufacturer narrative:
The event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup on the jaws and in the blade channel of the device. During functional testing, engineering activated the device on porcine mesentery and observed that tissue was more likely to stick to the device when eschar was present on the jaws. Tissue sticking was able to be corrected upon cleaning the jaws as specified in the instructions for use (IFU). A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause of tissue sticking may be due to eschar build up onto the jaws of the device. The instructions for use (IFU) states "warning: build-up of eschar can negatively affect the sealing and cutting performance" and "for optimal performance, keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.